Manufacturer narrative:
Device used for off label indication. The indication the device was used for was tourette's syndrome. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend or family member of a patient with an implantable neurostimulator (ins) for tourette¿s movement disorders. It was reported that the patient had a loss of stimulation, and a return of symptoms the day prior. The patient programmer was used to check the ins and it was reported to be off. The patient charges their device at night, but not all of the time. It was reported that the ins was low, and needed to be charged. It was reviewed that the patient needs to charge more frequently. The patient was charging with all coupling bars. It was reported that the ins was less than 25%. Technical services reviewed that the ins will need to be at 50% before therapy can be turned on. No complications or further complications were....

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.